Manufacturer narrative:
Continuation of d10: 8637-40 neuro pump implanted: (B)(6) 2010 8709 catheter implanted: (B)(6) 1999. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the emergency department nurse that the patient was in ventricular tachycardia (vt) for one minute and the implantable cardioverter defibrillator (ICD) "did not do anything". The nurse noted that the patient's heart was 204 beats per minute and therapy was supposed to be delivered at 200 beats per minute. The ICD remains in use. No further patient complications have been reported as a result of this event.